Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 or prime/fill anomaly noted, however device received with corroded electronic assemblies and alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alarm which generated when the pump detects movement in hall sensor counts that was unexpected since the pump did not command motor movement and insulin squirted out during priming. Customer's blood glucose level was 120 mg/dl at the time of incident. The insulin pump will be returned for analysis..